Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. No visual inspection was conducted as product was not returned. X-ray was provided by the customer showing the intact implant and prostheses. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there was no related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined. Returned radiographs show two restorations seated in their respective implants. The restorations appear to be fully seated, therefore loosening cannot be verified from these images. The complaint is non-verifiable. UDI# (B)(4).

Manufacturer narrative:
Product has not been returned. Product was swallowed by patient.

Event description:
The dentist reported that the patient had the restoration placed on (B)(6) 2017. Two crowns splinted over two implants. The patient came in on (B)(6) 2017 and reported that he had swallowed the whole restoration, screws and all. Patient was fine. Patient has the healing abutments on now. Tooth location #18.